Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device was received cut in two sections, the suture was present inside the catheter but was broken near to the suture key. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis approved on (B)(6) 2013. It was reported that during placement of a percutaneous transhepatic biliary drainage, the drainage catheter was not able to be advanced to the lesion. The target lesion was located in the biliary tract. An 8.3 flexima regular drainage catheter was selected and advanced to treat the target area; however, the drainage catheter was not able to be advanced to the target lesion. It was noted that the lesion was difficult to be approached by the drainage catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed the catheter being cut in two sections and the suture broken.